Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced connect to power alarms on and off when connected to batteries. The log files were submitted for review. The log files captured odd voltage trends alongside low power advisory and power cable disconnect alarms while the patient was connected to batteries; indicated a weak connection between them. The event log file also recorded driveline communication faults on (B)(6) 2026. The motor function was not affected. The log files captured a driveline disconnect on (B)(6) 2026 at 9:30 am, where the pump was off for 46 seconds. All alarms were cleared and then the communication faults resumed for the remainder of the file. It was later communicated on (B)(6) 2026 that driveline disconnect, pump off communication faults resolved with a system controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of connect power alarms was confirmed via the submitted log files. The submitted controller event log file contained data from 30mar2026 to 31mar2026 per timestamp. Throughout the log file, the relative state of charge (rsoc) and bus voltages on the white and black power cables fluctuating below the expected ranges. The fluctuating voltages resulted in intermittent power cable disconnect and low voltage alarms. The alarms resolved when the respective voltages returned to the expected voltage range. On 31mar2026, the driveline was disconnected, which is consistent with the reported controller exchange. The pump operated as intended while the driveline was connected. The provided information indicated the patient¿s 14v batteries and battery clips were exchanged. The account also decided to exchange the controller due to a possibility of an issue with the black power cable. No product will be returned for further analysis. A root cause for the reported event was not conclusively determined through this analysis. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, heartmate 3 patient handbook, are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve power cable disconnect and low voltage alarms. Section 2 of the IFU, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including how to clean and maintain the system controller power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.